Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim and discolored. A test screen was installed and displayed properly. Unrelated to the complaint, the up arrow, down arrow, and ok button covers were torn off the keypad. The contrast keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. The keypad was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).